Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of agitation. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored correctly in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced a test results of e-3 using true metrix go meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.